Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports having redness and swelling at the pod infusion site (abdomen). In addition the patient reports the pod infusion site was warm to the touch. Upon removal of the pod the cannula was found to be dislodged from the pod infusion site. The patient had gone to urgent care where they were prescribed doxycycline (100 mg). The patient reports they had gone to the hospital 3 days after going to urgent care due to having a fever and the pod infusion site swelling. Once at the hospital the patients infusion site was drained and packed. The patient was given intravenous fluids and intravenous antibiotics. The patient was prescribed smz-tmp (sulfamethoxazole and trimethoprim) to be taken for 10 days as well as cephalexin (500 mg) to be taken for 7 days. The patient was discharged from the hospital the same day. The patient returned to their hcp office every 3 days to have the wound repacked.